Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. Philips field service engineer (fse) inspected the system onsite and confirmed that can't get live feed on half of the preset. As a part of troubleshooting, fse found that issue with flex vision pc. Fse ordered and replaced the flex vision pc and hdd. After replacement of flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that there was flex vision issues and could not get live feed on half of the preset. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.